Event description:
It was reported that during central processing, the customer noted that the mega suturecut needle driver had a broken tip. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed, and a broken grip was found at the grip base. A piece approximately 0.121" x 0.327" was found to be broken off. The broken piece was not returned. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.